Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: initiation information speculates that the damage to the cables prevented video communications from conveying to the processor, causing flickers in the images. I checked the product shipment record, but there was no problem with the equipment. The damage to the cable is thought to be due to the handling of the user. The contents of the instruction manual at the time of shipment of the product were checked for damage to the cable. There are the following descriptions. It is determined that this will prevent indication phenomenon. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The unit¿s intermittently flickered due to a faulty cable unit. In addition, the unit¿s coupler was found bent causing an off-centered image. The cause of the cable and coupler damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image displayed on the camera head when connected. There was no patient involvement reported.